Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient in (B)(6) who was receiving lioresal via an implantable pump. Relevant medical history was spinal cord injury. The event date was (B)(6) 2016. A telemetry problem with the pump was reported; the patient was thin and the pump was not deep, rather was just under the skin/near. Telemetry had been normal and in the past 2 refills the telemetry problem started. The manufacturing representative made several successful telemetry but with great difficulty. To succeed, they had to move the telemetry head many times and keep a distance of 1 cm between the telemetry head and the pump. The manufacturing representative had not seen electromagnetic interference sources and the room was generally used for trimmings pumps. They nevertheless, changed locations and had the same difficulty. The n'vision was in good condition and the pump seemed to be running normally with still 54 months before the elective replacement indicator (eri). An explant was not planned. Patient status was ok and there was no harm or injury to patient. The logs indicated that low reservoir alarm occurred on (B)(6) 2016 and empty reservoir occurred on (B)(6) 2016. Pump refill was done on (B)(6) 2016 additional information was received on 2016-jun-27 indicating that the patient did not experience any accidents or trauma. They were able to complete telemetry using a different physician programmer. No other issues were experienced during the refill apart from the telemetry issues. No further actions/troubleshooting was done. The patient¿s therapy was effective and no pump explant was to be done

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-07-22 the representative further reported that he believed that the filling was made by an assistant and he failed programming because the telemetry problem. This was why the patient was convened the following week. As explained previously, the telemetry was possible but difficult with several different n'vision. There were no further details provided regarding the refill and the low and empty reservoirs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.